Manufacturer narrative:
Mfg. Lot build review: a review of the mfg. Lot database for the reported lot# 3297239 (mfg. 08/2016) showed (B)(4) units were mfg. Tested inspected and released. There were no exception documents generated during the lot builds. Device return: one (1) used d1000 tego connector was returned. Although requested the involved mating and access devices were not returned. Visual inspection (pre and post decontamination) of the as-received tego connector recorded tearing below the rim above the thread post. Engineering testing to the applicable pressure leak product specification was performed. The results recorded no leakages, passed the acceptance criteria. The tego connector was than disassembled to perform additional analysis of the internal componentry. The results recorded no internal component damages and or anomalies.

Event description:
Int'l. ((B)(6)) complaint received reporting damaged component/leakage issues with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports on 09/06 during dialysis sessions, attending clinician removed/replaced tego connectors due to "..blood leaking under the membrane." There were no reported adverse patient consequences.

Manufacturer narrative:
Mfg. Lot build review: a review of the mfg. Lot database for the reported lot# 3297239 (mfg. 08/2016) showed (B)(4) units were mfg. Tested inspected and released. There were no exception documents generated during the lot builds. Device not returned to MFR. Pending.

Event description:
Int'l. ((B)(6)) complaint received reporting damaged component/leakage issues with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports 09/06 during dialysis sessions, attending clinician removed/replaced tego connectors due to "..blood leaking under the membrane". There were no reported adverse patient consequences